Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states stating "no video image" involving pentax medical video duodenoscope model ed-3490tk, serial number (B)(4). The event was reported to occur in the operating room, before use. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 27-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and although the technician did not confirm the user complaint of no video image the technician did document "operation channel- primary slice by accessory" and fluid invasion/corrosion. The following inspection findings: operation channel- primary slice by accessory, distal cap - fixed type passed epoxy seal integrity inspection, distal tip annual maintenance, failed dry leak test, suction tube resistance, lightguide prong cover glass set loose, failed wet leak test, customer complaint not duplicated, pve electrical connector frame mild corrosion, bending rubber leak at proximal side, fluid invasion not observed in control body, fluid invasion in pve connector, bending rubber pinhole. The device underwent repairs including the following components: o-rings and seals, deflector operating wire, deflector staycoil, operation channel, adjusting collar, angle wire, bending rubber, distal case/cap, distal case attaching screw, rl pulley assy, ud pulley assy, suction channel lg, pcb for ccd k2 pb-free/ntsc, electrical connector assy, o-ring(0.5x1.3) imp-1, x-ring(1.8x19.6) gray, thermo-seal. Ed-3490tk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. On 18-aug-2021, a device history record(DHR) review for model ed-3490tk, serial number (B)(4), was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 09-mar-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 10-mar-2016. The endoscope was is awaiting any repairs and approval by final qc as of 25-aug-2021.